Manufacturer narrative:
The product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient reported that it was hard to see. The iol was replaced in a secondary procedure. Additional information was provided that the iol was exchanged for a 0.5d difference in diopter power in an iol model by a different manufacturer. The patient is recovered. The event was not serious, and the causality is unknown.

Manufacturer narrative:
Product evaluation: the lens was returned in pieces. Solution was dried on the lens. The optic edge has two split/cracked areas on the anterior and posterior surfaces, parallel to each other. The optic is broken/torn into two pieces. The optic has several small split/cracked areas observed. A lens bench evaluation could not be conducted due to being returned in pieces. Product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer did not indicate the handpiece used. The product investigation could not identify a root cause for the complaint. It cannot be confirmed if the observed lens damage occurred during implantation of the lens or during the removal of the lens from the eye. The root cause of the lens damage may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).